Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2016-01463. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). Manufacturer changed to cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that "[pt] received a filter on (B)(6) 2007. Patient was treated for pulmonary embolism w/contraindication anticoagulation. Patient is alleging shortness of breath, chest pain. Patient alleges to have a lot of pain extending from the area near the filter towards his feet. It is reported that this is due to new blood clots being detected.

Manufacturer narrative:
Manufacturer reference #(B)(4). Corrected data based on new information received: other to malfunction. Ec method code updated. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "shortness of breath and pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Manufacturer reference #(B)(4). Corrected data based on new information received: other to malfunction. Ec method code updated. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "shortness of breath and pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU.